Manufacturer narrative:
Medtronic received the following information from a journal article entitled; fenestrated-branch endovascular repair after prior abdominal aortic aneurysm repair juszczak et al, eur j vasc endovasc surg (2021) 62, 728e737. Https://doi.org/10.1016/j.ejvs.2021.07.003. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted during the endovascular treatment of an abdominal aortic aneurysm on an unknown date. A fenestrated and branch endovascular aortic repair fevar - bevar cuff was completed further performed on an unknown date. It was reported on an unknown date a type iiib fabric tear was observed at the top of the flow divider. Intervention was completed. The cause of the endoleak is undetermined.